Manufacturer narrative:
The device was received for evaluation. During functional testing, infused total parenteral nutrition(tpn) too quickly was not reproduced. Evaluation sent the device to flowline for flowrate accuracy testing and found to deliver with error percentage of 3.185% which is within the acceptable range. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused total parenteral nutrition(tpn) too quickly during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: an event history log review was performed however a specific event date was not provided. A tpn infusion is seen on (B)(6) 2025 with rate 75 ml/hr and vtbi:400 ml. At 14:08 the user cleared the program and at 14:09 updated the rate to 65 ml/hr and vtbi 400 ml. At 22:26 pm the pump stopped with an air-in-line! Alarm with a vtbi: 187 ml. The user did not resume the infusion. No abnormalities that could cause or contribute to the reported over-infusion were observed. An ""air-in-line!"" Alarm could occur as a result of an empty bag, however this cannot be determined through the history log. Should additional relevant information become available, a supplemental report will be submitted.